Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-paddle leads. Upn: m365sc8336500. Model: sc-8336-50. Serial: (B)(6). Batch: (B)(6). Product family: scs-lead fixation. Upn: m365sc43180. Model: sc-4318. Serial: na. Batch: (B)(6).

Event description:
It was reported that the patient experienced inadequate stimulation. All components were explanted and discarded per hospital policy.